Event description:
It was reported the physician was coiling a 7mm posterior communicating artery (p-com) aneurysm when the detachment box sounded to signal detachment. However, it was noted that the microcatheter tip had come out of the aneurysm. The physician reportedly pushed the microcatheter tip back into the aneurysm after the coil had reportedly detached. The physician stated "at this point, the coil became stuck in the microcatheter and the coil was stuck on the pusher bar". The physician attempted to retract the coil, and it became stretched as a result. The physician successfully snared the coil with an ensnare device. The procedure was completed with the use of another coil. The pt was not harmed as a result of this phenomenon.

Manufacturer narrative:
The device will not be returned to boston scientific as it was disposed of by the user facility. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.